Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change occurred prior to the occlusion alarm declaring. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. There was no reported adverse impact to the customer¿s blood glucose level.